Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level over 500 mg/dl. Customer declined to provide further information and declined troubleshooting with tandem technical support.